Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized three times due to diabetic ketoacidosis. The customer's blood glucose reading was 566 mg/dl at the time of the most recent event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. It was reported that the insulin pump alarmed no delivery. Nothing further was reported.